Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was distorted. The screen was hard to read. Her healthcare provider recommended to get the insulin pump replaced. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. Pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no display anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners noted.